Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the site was inserting a perc pin and the metal piece that fixes to the frame broke off. They removed it and used a different pin to proceed. There was a reported delay to the procedure of five minutes. There was no impact to the patient related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there were no reported contributing factors to the issue. The surgeon was placing the perc pin as normal.